Manufacturer narrative:
This event is being reported conservatively. This serial number was initially distributed in (B)(6), and previously reported to abbott as implanted in a patient in canada. The canadian healthcare facility confirmed the patient expired in 2014. The dominican republic healthcare facility reported the device was donated to the patient in the dominican republic. The product was not returned or received by an abbott facility after the product was distributed to the canadian healthcare facility. Preprocessor information is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the pacemaker was locked in backup vvi. No intervention was performed. Patient was in stable condition. The explant is anticipated; however, the explant date is unknown at this time.